Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "bilateral total knee. Headed pins would not fit into the extractor portion end of slap hammer. The surgeon could not use the instrument as designed. Used rongeur to remove pins."